Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia above 300 mg/dl for a few hours after a meal while using the ilet system, despite making a meal announcement, and subsequently changed supplies and continued monitoring, with blood glucose trending back to range afterward. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or ketoacidosis. Outcomes included no hospitalization, no need for assistance, no use of backup therapy, and no ketone testing. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause of hyperglycemia with no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.